Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent an initial right tha 9 years post implantation, patient experienced pain and underwent a post-operative calcified hematoma evacuation during which a calcified capsule and seropurulent fluid were encountered. Due to persisting pain and positive aspiration cultures indicating infection and also questionable trunnionosis, patient underwent hip irrigation and debriment with revision of head and liner. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 proposed component code: mechanical (g04)- head h10 corrected: d4: expiration date. The returned devices do not match what the medical records reported and are not related to this event. No new information was provided. Review of complaint history identified additional similar complaints for the head, no additional complaints for the stem, no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged for the metal related pathology. The reported infection and hematoma was determined to be not device related after review by a hcp. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards for sterility assurance. Therefore, it is unlikely that the specified device caused any patient infection. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00631005832 lot number:61170795 brand name: xlpe liners, catalog number: 00771101220 lot number:60702541brand name: m/l taper stem , catalog number: 00620005822 lot number: 61237904 brand name: acetabular shell, catalog number: 00625006530 lot number: 61246409 brand name: bone screw. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00653, 0001822565-2019-03759, 0001822565-2019-03760. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent a revision due to pain, infection and corrosion approximately nine (9) years post implantation. Attempts have been made and additional information on the reported event is unavailable.